Event description:
It was reported that the event occurred as soon as the catheter was placed. The catheter failed to detect the pulmonary artery pressure waveform. As a result, the catheter was removed and replaced successfully with a new kit. There was no report of pt death, complications or injury. No medical/surgical intervention was needed. There was a delay or interruption in therapy with no harm to the pt. The pt outcome is the pt is fine. Add'l info received on (B)(4) 2012, from the sales rep stated the customer did not perform any trouble shooting prior to removing.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.